Event description:
Boston scientific crm received information from a non boston scientific field representative that this product was part of a system explant due to a patient infection at the pocket site. It was noted that the infection started approximately five months post the implant procedure.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.